Manufacturer narrative:
Date sent to FDA: 11/24/1998. H6 - corrected results and conclusions based upon information noted upon file review. H6 - the returned electrode has undergone full examination. Examination of the ceramic tip shows a color change from light brown to white indicating exposure to extreme heat. The failure mode was concluded as inadvertent misuse of the product. Device was used to remove a fibroid up to 6 cm, however device manufacturers recommendations limit use to fibroids up to 3 cm.

Event description:
Customer reports that electrode tip broke during gynecological procedure. The mode was 130 vapor cut. The inflow and outflow rate was 300 and pressure 150. The surgeon was painting in a left to right motion to vaporize a 5-6 cm myoma fibroid. The tip fell off after approximately 15 minutes of use. It was noted that the spring tip broke by the ceramic area. There was one piece of metal fragment noted still remaining on the electrode. The surgeon searched for the tip could not find it and after thirty minutes the surgeon started to vaporize with another electrode. At this time the tip was located and removed. The remainder of the procedure was completed uneventfully. There are no reported adverse consequences to the pt related to this event.